Event description:
Q1.

Event description:
It was reported that this patient presented to the hospital due to syncope and after interrogation it was noted that the pace impedance measurements were out of range, high thresholds and loss of capture was noted. A lead fracture was alleged. A revision took place, and this right ventricular (rv) lead was replaced and was expected to be returned. No additional adverse patient effects were reported.